Manufacturer narrative:
11/7/97-supplemental rpt #1 submitted to FDA.

Event description:
The device was used during a laparoscopic hernia repair procedure. Reportedly, the instrument broke. The surgeon used another instrument to complete the procedure. The hosp has reported no pt injury occurred.